Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: n/a a4: weight: requested, not provided a5: ethnicity: not provided for animal use a6: race: not provided for animal use d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: sr. Clinical value analyst h4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the destination 6 french transradial guiding sheath started unraveling after placement in the patient radial artery. This was noted by the surgical team, at beginning of the procedure. The device was carefully removed from the patient and all parts of the device were noted post removal. A new sheath was placed, and the procedure continued as planned. The patient was not injured during the event and medical/surgical intervention was not needed. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to section d4: UDI, the device return date in section d9, update section h3, and to provide the completed investigation results. One r2p sheath, dilator and packaging were returned for assessment. The sample was subject to visual analysis. The sheath is separated 17.8-20.4cm from the sheath tip. The sheath coil is separated from the inside layer of the sheath. No damage was noted on the dilator assembly. The complaint can be confirmed for sheath separation. The exact root cause cannot be determined. It is possible the sheath encountered resistance from plaque or spasm that led to the separation. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).